Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The led panel was replaced onsite; customer confirmed replacement resolved the issue. No further investigation required.

Event description:
The customer reported to natus on july 10th, 2017 that their neoblue 3, installed on 10/13/2015 had orange leds, flickering, and some were completely out. There was no report of harm, death or serious injury.